Event description:
Boston scientific received information that during a routine device interrogation one week post implant, the field representative noted that the right ventricular (rv) lead exhibited a high out of range shock impedance measurement when programmed in a triad configuration. The device was programmed with the shock configuration to rv to can from triad. Three days later the remote home monitoring system issued an alert for another high out of range shock impedance measurement. Subsequently a revision procedure was performed where the rv lead was surgically abandoned and a new lead was successfully implanted with the existing device. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient reports that a lead was broken and resulted in surgical intervention where another lead was implanted. The patient reported arm swelling and soreness because of the addition of the lead, and that rings needed to be made bigger. Additional information was requested from the field related to lead damage, but nothing further was available.